Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the reported complaint and observed stripped out threads and replaced the filter housing assembly of the g8 instrument. Fse then primed, ran quality controls (qc), and ran patient samples; all results passed within acceptable range. Fse also performed a pre-scheduled preventive maintenance (pm) and the g8 instrument was performing as intended. No further action was required by field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 5 - maintenance procedures, provides guidance on maintenance of the various consumable items to check and replace, including the filter, column, sampling needle. If a component is broken or missing, the customer is to contact tosoh technical support. The most probable cause of the reported event was due to stripped threads on filter assembly.

Event description:
On (B)(6) 2018, a customer reported broken peek tubing on the g8 instrument. Customer stated while replacing the filter, the filter element part of the peek tubing that goes into the black ferrule into the wing nut broke. Customer requested service. On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.